Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 3 jammed and required maintenance. A field service engineer found issue was resolved by third-party contractor and replaced module controller and drawer controller board. Further, the engineer tested in hardware test application (hta). The system functioned as intended after the field service engineer investigated the device.